Event description:
Customer reported pt experienced multiple pause and asystole events, and unit did not alarm. Pt was reportedly resuscitated and transferred to critical care. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.